Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 28 mg/dl, and the customer experienced a hypoglycemic seizure. Glucagon and food was consumed. Reportedly, the customer went to the emergency room (ER) with a bg level of 48 mg/dl and was subsequently hospitalized when bg level increased to 190 mg/dl. The customer was treated with intravenous fluid drip which resolved the issue and no permanent damage sustained. Customer declined follow-up from tandem technical support to confirm discharge date from the hospital. Prior to the event, customer received a data error alert. Tandem technical support identified that pump data before and around the time of event had been deleted.